Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was noted to be kinked when implant was attempted. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead was bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.